Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. Rehabilitation protocol and adherence thereto is unknown. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a correction section in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for additional information regarding the corrective action taken. The part and lot numbers are unknown; therefore the device history records could not be reviewed.

Event description:
It is reported that the patient was revised due to a large libial bone cyst formation. It is further reported that plastic wear debris funneled down through the screw holes of the tibial baseplate implant into the patient's tibia. The presence of this debris apparently triggered an autoimmune response which deteriorated the bone tissue.